Event description:
Customer reported pt experienced sub-dural hematoma-following placement of james lumbar peritoneal shunt. The customer believes this is a dangerous product and intended to notify the FDA. Believes that a closing pressure of 5-9 cm as indicated on the product insert is not adequate for this type of placement in the lumbar region because of the column height of the csf within the spine.